Manufacturer narrative:
Additional suspect medical device components involved in the event: model:sc-8216-50 serial:(B)(4) description:artisan surgical lead with platanlock technology 50cm explanted devices will not be returned to bsn as they were discarded by medical facility. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient underwent an explant. The ipg was not communicating with the remote control. The patient chose to be explanted. The physician explanted the patient is reportedly doing well following the procedure.